Event description:
Additional information was received. Patient called back and said that had a very stressful week, went to visit young grandkids, moved furniture yesterday and today all of a sudden had an accident, a huge accident. Reviewed therapy information and general programming guidance. Patient decided to increased setting however said starting to affect stomach so decided to decrease the setting. Patient said that now that they are home, will return to regular routine and monitor and track symptoms. Patient asked if stress could affect symptoms. Redirected patient to discuss all potential contributing factors with hcp. Patient mentioned that has lost some weight and can see the ins more so than before. Patient called back on (B)(6) 2022, and is continuing to have therapy issues and said they have had problems every day for about the last 10 days. Patient said they are still getting some leakage several times a day, every day for the past week and these issues have made them depressed. Patient said they started wearing pads again. Patient said they have leakage when they urinate. Patient stated they can't even work. Patient said that their symptoms are 50% better but they want to get close to 90-95% reduction in symptoms. Patient has changed to another program and increased stim to try for better results. Reviewed information about programming and amplitude settings. Patient will continue tracking symptoms and trying different amplitudes and program settings. Patient mentioned they can always feel the stimulator and it is the size of about a credit card and the lead is in the left cheek. Patient wondered if certain activities would affect their symptoms, as they have resumed their normal activity level per the instruction from their doctor. Reviewed activity guidelines and redirected patient to follow up with managing hcp. Patient mentioned they use lidocaine spray for unrelated back pain. Reviewed role of patient services and redirected patient to direct all medical questions to physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back and reiterated their previously reported symptoms, that they've been trying different program settings when they would have a bowel movement and that when they were under stress (they then stated they were always under stress) they would start to have issues so they would make a change. The patient stated that in the past three weeks, they started to have some accidents and they increased the stimulation. The patient stated they were on some settings that would put "too much pressure" on their vaginal wall and that others would cause stomach cramps and they used a very colorful phrase to describe the sensation of overstimulation in their bike-seat/vaginal region that caused them a lot of discomfort/pain so they had to turn it back down again to where it was comfortable again. The patient stated they were good at keeping notes but they were very frustrated that their previous programming wasn't stored on the handset and that nobody at manufacturer could ever tell them what program would help the best for their bowel symptoms. The patient reported they were recently experiencing a "no network connection" on their handset and they were seeing a security symbol that they'd never seen before in the past three weeks as well so they had been very concerned that had been having an impact on their symptoms. The patient also alleged that at that time, the communicator had been flashing blue but not connecting. Patient services reviewed that the patient did not need wi-fi in order to use their external devices and that the wi-fi had no bearing or impact on the device/therapy. Patient services had the patient turn off the wi-fi and then enter into their application and the communicator light went solid blue and the patient was able to connect to their settings. The external devices were functioning as intended on the call. The patient then increased their stimulation. Patient services reviewed the role of patient services as well as therapy expectations and stimulation considerations with the patient and redirected them back to their managing health care provider. The patient then noted that they would continue to monitor their symptoms and keep a journal of all their settings because they were determined to find "the sweet spot" that would help their symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urin ary/bowel dysfunction. It was reported that stim worked well for the first week and then relief decreased. The caller worked with the manufacturer representative (rep) to change the programs and now therapy is working well again with few to no accidents. The caller also indicates that they can feel the stimulation and it "woke things up" with the pelvic floor. Caller indicated, it was "erotic, but not really erotic" and could not find the right words to describe what was meant. Reviewed labeling for sexual side effects. Patient will maintain stimulation level and will continue to track symptoms. The patient reported still having a bit of soreness over the incision site and being "low energy" trying to get their energy back as they heal. The caller also mentioned that it was difficult to sleep during the trial having the external components taped on the back because they are a back sleeper. On 2022-10-13 rtg0352411 additional information was received from the patient. They reported that they were having great success and all of a sudden they had 2 accidents in the last 2 days. In addition to the accidents the patient has bowel leakage when they sit down to urinate. Patient said the bowel leakage is real gritty but they don't eat anything that would produce that. Patient was concerned about their activity level while baby sitting, patient went down a slide and jumped on a trampoline. Patient increase stim about a week ago and increased stim yesterday. Patient increased stim as high as they can tolerate. Patient said they weren't expecting 100% reduction in symptoms but they need more than a 50% reduction to have a good quality of life. Patient said they need a 80-85% reduction in symptoms. Patient put 2 fingers in their vagina after having a bowel movement and could feel something on the other side. Patient said the ins has moved in the pocket.